Event description:
Information was received indicating that a smiths medical medfusion pump exhibited biomed alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with both tamper seals intact. The device is in good condition, no signs of external damage. Power up process and syringe test was performed. Checked battery diagnostics; used testing battery. The reported issue was duplicated as an alarm mode reading biomed was found and also found depleted battery during syringe test. All battery values were zero. Found same result when using testing battery. The cause of the issue was the interconnect board does not operate as intended. The root cause of the issue could not be determined; found no damage to interconnect board. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board, performed power up process, preventative maintenance, and all functional tests which passed.